Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Ansm (france national competent authority) notified angiodynamics of an event that occurred with a laser fiber from a never touch direct procedure kit. The end user had reported that during a procedure, the tip of the fiber became loose. The fiber was exchanged for a new of the same device to complete the procedure. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of the fiber tip was loose could not be confirmed; no fiber sample was returned. Without receiving the complaint sample for evaluation a root cause for this event cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." The user manual, which is supplied to the end user with this unit, states "before using a fiber, check it carefully for any signs of damage during storage or transit. Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Additional information provided reported that the gold tip of the fiber fully detached outside the patient.

Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was an evlt nevertouch direct fiber and detached gold tip. It appeared that a fracture in the fiber glass core allowed laser energy to be diverted from the fiber glass core and compromised the bonds designed to hold the gold tip tube in place. Most likely the gold tip tube / quartz ferrule bond initially failed and then subsequently the crimp / adhesive bond between the gold tip tube and buffer was compromised which allowed the gold tip tube to move slightly during the initial procedure. Between the fractured fiber glass core and compromised tip tube bond, handling of the tip tube after the initial procedure was sufficient for complete separation of the gold tip tube / quartz ferrule to occur. The customer's reported complaint of the gold tip detached was confirmed. The most likely root cause for the tip detachment was handling of the tip tube after the initial procedure. Although the complaint description was confirmed, a definitive root cause could not be determined. It is possibly due to the fracture of the fiber glass core that compromised the bonds holding gold tip in place, or the result of an impact force against the tip area of the fiber assembly. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." The user manual, which is supplied to the end user with this unit, states "before using a fiber, check it carefully for any signs of damage during storage or transit. Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).